Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction/angina/thrombosis. Device issue: no device malfunction has been reported. It was reported that the 3.0 x 15 mm promus and 3.5 x 18 mm promus were implanted during the same procedure in 2009. The 3.0 x 15 mm promus was implanted in the diagonal and the 3.5 x 18 mm promus was implanted in the left anterior descending (lad); it is not believed that they were overlapping. The pt was put on angiomax during the procedure. When the pt came back 4 weeks later, they presented with an acute mi and the diagonal was totally occluded. Unable to put a wire and balloon down through the stent to the diagonal. It was noted that the 3.5 x 18 mm promus stent in the lad was patent. Treatment of the diagonal, was not possible, as nothing would cross the lesion (including two of another company's 1.5 x 15 mm otw balloons). They are still taking the wait and see approach. The pt is okay, but having chest pain. No add'l event or pt info is available.

Manufacturer narrative:
The other promus everolimus eluting coronary stent system is being filed under MFR number 2024168-2009-01797.